Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / proceed mesh involved contributed to the adverse events described in the article? Specifically: recurrent hernia, reoperation, seroma, infection, pain. If yes, provide details of event and suture product code. Provide product code and lot number of proceed mesh. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions.

Event description:
It was reported in a journal article that the patient underwent an abdominal incisional hernia repair procedure on unknown date and the mesh was implanted by intra-peritoneum onlay method. It was possible that the patient experienced early post-operative complications such as seroma formation and superficial wound infection. Seroma was treated successfully with repeated ultrasound guided aspiration under complete aseptic measures followed by pressure dressing or required ultrasound insertion of a new drain that was removed after six weeks with no complications. Superficial wound infection was managed conservatively with antibiotics and wound care. It was also possible that the patient experienced delayed post-operative complications such as deep surgical site infection that was controlled conservatively with antibiotics, but resulted in recurrence. Reoperation for recurrence was performed and no dense adhesions were found between the mesh and underlying viscera. The patient possibly experienced a chronic postoperative pain and significant improvement occurred with time at 3, 6 or 12 months. Additional information has been requested.